Event description:
Customer reported unexplained high blood glucose. She was on vacation two weeks ago and her insulin pump had a button error. Customer has had high blood glucose since she received the replacement insulin pump. Last night her blood glucose was 200 mg/dl and she corrected. This morning her blood glucose was 430 mg/dl. Customer went to the nurse and the nurse suggested calling the help line. Customer changed her infusion set and got a new bottle of insulin. Her blood glucose is down to 295 mg/dl. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The cannula was not bent. Customer was advised that high blood glucose levels are often caused by site or set issues. Customer was advised to call back when she receives tubing clamps to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).